Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds as stimulation did not work, even at eight volts. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.